Event description:
It was reported a bladder neck suspension procedure was performed in 6/96. The pt was reassessed in 9/98 and suprapubic pain and urinary retention were noted. A laparotomy on 12/9/98 revealed one bone anchor was protruding from the bone and piercing the pt's bladder. The ancor was removed without incident. The pt is good. No further details regarding the circumstances surrounding this event are available. The device has not been returned for evaluation. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials. Loss of suture support may produce dehiscence at the implant wound site. Urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure."